Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On january 26, 2021, omsc received the literature "the pocket-creation method facilitates colonic endoscopic submucosal dissection (with video)". The purpose of the literature was to assess the usefulness of the pocket-creation method (pcm) for colonic endoscopic submucosal dissection (esd) compared with the conventional method (cm) regardless of lesion shape or location. The subjects were 543 colorectal lesions in 512 patients treated by esd (excluded for rectal lesions, lesions smaller than 20 mm in diameter, and non-neoplastic lesion). The subjects were divided from the pcm group (n = 280) and the cm group (n = 263). In the literature, 9 immediate perforations in the cm group and 4 immediate perforations in the pcm group were reported. There was no information of the severe and the treatment. Other reported injuries were in the cm group 1 delayed perforation and 3 delayed bleedings, and also in the pcm group 1 delayed perforation and 6 delayed bleedings. 1 delayed perforation in the cm group underwent surgery, and the other patient in the pcm group was treated non-operatively. Clip application for closure of a mucosal defect was not performed. The esd was performed using a dual-knife (olympus; kd-650q) and/or another knife (non-olympus). Other medical devices were also used as below; a balloon assisted endoscope (non-olympus), a waterjet instrument (non-olympus), a small-caliber tip transparent (st) hood (non-olympus), a short st hood (non-olympus), and an electrosurgical generator (non-olympus). Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, we assumed that perforations might be associated with the knife. This report is regarding to 9 immediate perforations in the cm group and 4 immediate perforations in the pcm group.